Event description:
It was reported that during a da vinci si hysterectomy procedure, the tips on the fenestrated bipolar forceps instrument did not meet. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Late submission of this report is due to a reporting oversight by the responsible complaint handler.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of the grips. There is a .092 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering evaluation also found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.